Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: "when hanging my secondary chemo, I noticed the chemo was flowing into the primary bag."

Manufacturer narrative:
B.5. Describe event or problem: it was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: "when hanging my secondary chemo, I noticed the chemo was flowing into the primary bag." D.1. Medical device brand name: bd alaris pump module smartsite infusion set d.4. Medical device catalog #: 2426-0007 d.4. Unique identifier (UDI) #: (B)(4). (B)(6). G.5. PMA/510(k)#: k944320.

Event description:
It was reported unspecified bd gemini set had flow issues. The following information was provided by the initial reporter: "when hanging my secondary chemo, I noticed the chemo was flowing into the primary bag."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Unknown, new jersey, USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: "when hanging my secondary chemo, I noticed the chemo was flowing into the primary bag."

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Sample was primed with normal saline. A bd secondary set was primed with blue dye water and attached the smartsite below the back check valve. The sets were allowed to free flow. No back flow was observed. The customer complaint that when hanging my secondary chemo, I noticed the chemo was flowing into the primary bag could not be replicated. The root cause could not be determined because the issue could not be replicated. DHR was performed on the 2 possible lots: a device history record review for model 2426-0007, lot number 21096118 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007, lot number 21096119 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.